Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had worsening drainage from the driveline exit site. Cultures on (B)(6) 2017 grew (B)(6) and haemophilus parainfluenzae (h. Parainfluenzae). The patient initially requested to receive oral antibiotics only. The oral augmentin was switched to doxycycline. The patient condition did not improve and repeat cultures were (B)(6), h.parainfluenzae, eikenella spp, and neisseria spp. The patient had fever on (B)(6) 2018 with a temperature of 101 f and continues to have driveline drainage. The drainage became malodorous and the patient complained of increased pain around the area. The patient underwent debridement on (B)(6) 2018 with wound vac placement. The patient was on IV vancomycin, ceftriaxone was started and ertapenem was discontinued. The antibiotics were prescribed for 6 weeks. No further information was provided.

Manufacturer narrative:
The pump was returned and evaluated under medwatch MFR# 2916596-2018-00896. A specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.